Event description:
It was reported that the patient received shocks. An alert was received for output circuit damage. The device was explanted and replaced.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was tested on the bench and the output circuit was found to be damaged. The cause of the reported anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.